Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of historical data, and a review of product labeling. Inspection of cuvette 11 revealed both sides of the cuvette were chipped. The customer replaced the chipped cuvette and no further discrepant results, or negative anion gaps have been generated. The cuvette (aero cuv pr dry) ln 09d33-03 is flagged as the likely cause. A review of the (B)(4) service history found no additional likely causes and no additional reports of inconsistent or erratic results. A review of historical data for the cuvette ln 09d33-03 revealed no adverse trends, systemic issues, or nonconformances. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false decreased sodium result, when processing on the architect c16000. The following data was provided: patient 2: initial was 116 and retests were 117 and 140. The customer uses a normal range of 137-146 mmol/l. No impact to patient management was reported.